Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 2.9 mg/day) and bupivacaine (6.6 mg/ml at 1.914 mg/day) via an implanted pump. The indication for pump use was migraine and non-malignant pain. On (B)(6) 2017 it was reported that the night prior, the patient heard the pump alarming and was seeing an 8474 (pump reset) code on their ptm (personal therapy manager). Additional information was received from another company representative who reported that the patient went to the ER (emergency room). Telemetry confirmed a critical alarm was occurring due to low battery reset and safe state. The patient had symptoms of withdrawal such as vomiting and nausea. The patient was supplemented with oral meds and they planned to replace the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump replacement was scheduled for 20-feb-2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.